Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter would not power on with the test strip insertion. The meter would power on successfully, only with the power button. Troubleshooting revealed the test strips were correct, this was not a new (out-of-the-box) meter, and the meter had not suffered any misuse. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek medical attention. The meter and test strips were replaced. The pt did not suffer any injury due to the reported meter. The pt reported no symptoms or medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.